Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device revealed that the clip assembly was fully activated but still attached to the bushing. The capsule tabs were bent into the assembly and stuck into the tabs of the bushing. It was noticed that the clip arms were bent and the catheter had kinks at approximately at 115 cm from its proximal end. Functional evaluation was performed and the device was fully activated and was not unable to be closed due to the failures noted. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context.   A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2018.   According to the complainant, during the procedure, the clip would not close. The procedure was completed with another resolution 360 clip device.   There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.   Investigation results showed that clip failed to release from catheter; therefore, this is now an MDR reportable event.